Manufacturer narrative:
The results of the investigation concluded that a tear was noted on the hemostasis seal, located near the center of the slit and extended asymmetrically between the slit center point and the seal edge. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported leakage was seal damage consistent with component insertion and/or removal. The ultimum introducer sheath instructions for use (IFU) states damage to the valve assembly may occur if the inner catheter is withdrawn rapidly.

Event description:
The patient did not experience any adverse health consequences due to this event.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided. The correct MFR number is (B)(4).

Event description:
While using a 19f ultimum ev hemostasis introducer, there was a high amount of blood coming out of the hemostasis valve/seal of the introducer. The sheath was not replaced and was used until the end of the procedure.

Event description:
It was reported a portico procedure was being performed, and during the procedure a 0.035" guidewire, two 6f catheters, a 19f portico delivery system, and a balloon smaller than 19f were inserted into the introducer. The amount of blood that came out of the hemostasis valve during the procedure was not measured.